Event description:
The customer reported that the compressors on the companion 2 driver made a "squeaking noise" and would turn on while the driver was connected to hospital wall air. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.